Event description:
Customer admitted as an inpatient to a hosp for low blood glucose. According to spouse customer bg's had dropped from 77-74 while troubleshooting and customer was on other medications tht might have affected blood glucose.